Event description:
Additional information was received. The implant date of the patient's pump was not known as the patient was transferred from another hospital and not much information was given. The pump was discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the system required a revision because of an issue with the catheter. There were no reported symptoms. Further complications were not reported. Additional information was received. The revision occurred on (B)(6) 2019. The issue was first identified during the revision. The issue was specified as a break. The patient experienced spasm as a result of the issue. No contributing factors were identified. The event had resolved. The patient was receiving baclofen (3000 mcg/ml at 831 mcg/day). The catheter was discarded.